Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead was capped due to infection. It was noted that the patient will be scheduled for lead extraction at another hospital. The system is scheduled to be replaced in the future. No further patient complications have been reported as a result of this event.